Event description:
Motor leaked oil into the surgical site. No add'l details were available at the time of initial report. On follow up it was reported that oil was first noticed on the surgeon's glove. Oil did contact the surgical site. Site was flushed with antibiotic solution. There was no pt injury and no significant delay in surgery.